Manufacturer narrative:
Other, other text: the device was received for evaluation. Visual and functional testing were performed and the reported issue was not confirmed. Visual inspection revealed that the tamper seal was removed and a cracked battery door. During functional testing, the reported issue could not be reproduced. The device was found to be operating as intended. As preventative maintenance the explusor and battery door were replaced. A manufacturing device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The root cause for the reported issue could not be determined. Complaint trends will continue to be monitored. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip low alarm was not verified during testing as speakers were functioning properly. Three delivery tests were done and found to be outside of the specification. The expulsor was replaced. Also the door knob to the battery as it was cracked.

Event description:
Oracle ro 1131022: low alarm volume.